Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This is what was provided in an email: I had a knee replacement, this past june, with your knee. I developed an allergy to your knee and it's components. I had to have my leg amputated because of this. Is this common enough that testing should be done before hand? What can be done about this? For me?

Event description:
This is what was provided in an email: I had a knee replacement , this past june, with your knee. I developed an allergy to your knee and it's components. I had to have my leg amputated because of this. Is this common enough that testing should be done before hand? What can be done about this? For me? Update: medical records received cite a metal allergy.

Manufacturer narrative:
An event regarding patient factors involving triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: on (B)(6) 2019 op report right tka diagnosis right knee osteoarthritis spinal anesthesia/ tourniquet. #5 ps right femur, #4 univ. Tib. Baseplate, #4/11ps insert, no patellar resurfacing, cemented. Uncomplicated surgery.implant sheet simplex with tobramycin cement. On (B)(6) 2019 8 weeks p/o rom 15-115 x-ray no complications" 9/20/19 '...few weeks ago developed rash ..."on (B)(6) 2019 bone scan report right knee "... Septic arthritis and/or osteomyelitis cannot be excluded ..." On (B)(6) 2019 aspirated 7 cc blood tinged fluid right knee." On (B)(6) 2019 occupational medicine consultation "... By mid (B)(6)... Knee pain worsening ...erythematous papules ... Culture grew staph ... Treated with antibiotics ,,, started on prednisone ... Reduced dermatitis ... On (B)(6) 2019 multiple patch tests "...allergic contact dermatitis to a number of metals and metal compounds as well as methylmethacrylate. On (B)(6) 2019 consider revision - but requires bone cement and difficult to eliminate titanium ... Other option ... Above knee amputation ... Wants to try revision ..." On (B)(6) 2020 "patient decided on transfemoral amputation rather then revision." On (B)(6) 2020 op report right transfemoral amputation diagnosis: allergy to right tka gen. Anesthesia - resect femur 15 cm proximal to center of rotation of the knee." Uncomplicated surgery. On (B)(6) 2020 3 weeks p/o ... Wound well healed ... Having some skin reaction to metal on crutches and wheelchair." On (B)(6) 2020 complains of neuropathic pain. No subsequent follow-up noted. No patient demographics, no imaging studies, no surgical pathology report, no allergy consultation, no examination of explanted components. Based upon the information available for review, no definitive relationship can be determined between the multiple patch allergy tests of various degrees of positivity and the subsequent a/k amputation. Insufficientt data is present for a complete medical report, and there are no unique materials in the stryker tka that are not present in virtually every tka currently available. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no patient demographics, no imaging studies, no surgical pathology report, no allergy consultation, no examination of explanted components. Based upon the information available for review, no definitive relationship can be determined between the multiple patch allergy tests of various degrees of positivity and the subsequent a/k amputation. Insufficientt data is present for a complete medical report, and there are no unique materials in the stryker tka that are not present in virtually every tka currently available. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This is what was provided in an email: I had a knee replacement , this past june, with your knee. I developed an allergy to your knee and it's components. I had to have my leg amputated because of this. Is this common enough that testing should be done before hand? What can be done about this? For me? Update: medical records received cite a metal allergy.

Manufacturer narrative:
Correction: country of event and initial reporter country has been corrected.